Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging labeling issue. The reporter alleged that he had a test strip vial of 100 verio test strips labeled expiration in 03/2013 that were sold at (B)(4) in (B)(4) 2013, which advised him to contact us. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.